Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump.